Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during a lead revision procedure the implantable pulse generator (ipg) had a setscrew problem. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the device was returned and analyzed. The analysis was performed and no anomalies were found. The returned device indicated a damaged grommet, foreign material on set screw and a damaged setscrew.